Event description:
It was reported a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). The closure device was partially recaptured six (6) times and fully recaptured twice (2) in an effort to achieve optimum positioning. During the final deployment a posterior pericardial effusion measuring 3.5cm was identified via transesophageal echocardiogram (tee). A perforation of the left atrium was determined to be the source of the pericardial effusion. The patient became hypotensive and epinephrine was administered. A pericardiocentesis was performed which reduced but did not resolve the pericardial effusion. On behalf of the patient, next of kin requested no surgical intervention take place. Vasopressor medication was administered. The closure device was released and the procedure concluded. Tee performed one and three days post index procedure revealed no evidence of the pericardial effusion. The patient is scheduled for discharge six days post index procedure.